Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes with the sysmex xn instrument plastic shavings foreign matter was found in an unspecified number tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received eight photos for investigation. The evaluation of these photos revealed three particles; however, no tubes are shown in the photos. All eight photos are identical. Additionally, 100 retained samples were visually inspected, and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes with the sysmex xn instrument plastic shavings foreign matter was found in an unspecified number tubes. No adverse impact was reported regarding the patient or user.